Event description:
On 1/8/97, the catheter was placed via the left subclavian vein. Shortly after placement, during irrigation of the catheter, there was leakage noticed through the subclavian incision. The catheter was removed and replaced. No pt injury was reported to have occurred.